Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd pen ndl 32g 4mm pro had mixed product and were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported two different size pen needles in her sealed box and some needles are short and some are long. Also that sometimes no insulin flows when using the shorter pen needle. Date of event : unknown. Samples : yes.

Event description:
It was reported that 3 bd pen ndl 32g 4mm pro had mixed product and were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported two different size pen needles in her sealed box and some needles are short and some are long. Also that sometimes no insulin flows when using the shorter pen needle. Date of event : unknown. Samples : yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary customer returned (2) sealed 32gx4mm bd pen needles (one from lot# 0316741 and one from lot# 0255180). The customer stated she found two different size pen needles in her sealed box, some needles are short and some are long (the patient end), and sometimes no insulin flow when using the shorter pen needle. The returned pen needles were examined, and it was observed that two different 32gx4mm bd pen needle products were returned. No other packaging was returned. These lot numbers were produced 2 months apart from each other, so it is unlikely that they would have been packaged together as a result of a manufacturing defect. Both pen needles were then measured for patient end (pe) cannula length (specs for 4mm cannula length: 0.109¿-0.203¿), and it was observed that both measured within specification at 0.169¿ and 0.158¿, respectively. Both pen needles were then tested for flow using a test pen injector. Both samples were able to expel properly. No defects were observed on either sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 bd pen ndl 32g 4mm pro had mixed product and were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported two different size pen needles in her sealed box and some needles are short and some are long. Also that sometimes no insulin flows when using the shorter pen needle. Date of event : unknown samples : yes

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10